Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus cannot be determined; however thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. After advancing the clip delivery system (cds) into the left atrium (la), an object was observed floating near the tip of the clip. It was noted that the activating clotting time (act) was greater than 250 throughout the procedure. After a few minutes, the object was no longer visible; therefore, the physician decided to continue with the procedure. The clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.